Event description:
Lap chole - "surgeon used (3) 5 mm z thread trocars and (1) balloon blunt tip trocar. Surgeon switched to 12mm z thread trocar to accommodate 10mm clip applier. When he inserted clip applier, a small piece of unknown black material fell into the abdominal cavity. Account asked that all trocars and small black fragment be submitted for review, as they believe small black piece is part of one of the trocars. Piece was removed and is included in separate bag for review. Please advise on how to return trocars and fragment." Patient status - "surgery went fine; patient is recovering under normal post-surgery instructions."

Manufacturer narrative:
Model tbd for this event. Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: one ctf73, one c0r47, and three ctf03 units were returned for evaluation. Upon inspection, engineering found that the c0r47 and the three ctf03 units were free of damage; however, the ctf73 unit was found to have a portion of the septum torn off. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the seal appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal for easier insertion. This document represents our final report.